Event description:
It was reported that during a sleeve gastrectomy procedure, on the seventh firing with a blue reload, the device stopped halfway through the firing and only cut and stapled roughly 25 mm. The surgeon reversed the device to open it and removed it from the field. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.